Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 381434. Batch # 3251084. It was reported that the bd insyte autoguard pnk 20ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: verbatim: a few weeks ago, we had an autoguard where the needle didn¿t retract. They did not keep the item, as we have asked them to do many times when this happens, so I am not sure what can be done, but wanted to get your opinion and see if there has been any issues elsewhere? This was for ref# (B)(4), we believe the lot # was 3251084. Additional information provided: "hi. After I started the IV, I pushed the button to retract the needle and the needle would not retract. It felt like the button was stuck when I pushed it."

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 3251084. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.